Manufacturer narrative:
Patient reported the continuous glucose monitor (cgm) warned him that he was low. He went to the kitchen to get juice. While there he hunched over and was sweating. His wife called the emergency medical technician (emt). When he arrived his blood glucose was above 50. The emt's had the patient eat peanut butter and drink milk. Date of medical intervention: (B)(6) 2013. Patient saw the medical doctor the next day to discuss the event. Doctor prescribed a glucose shot. Extent of injury: none. Patient is currently doing well. There is no additional information at this time.

Event description:
Patient contacted dexcom to report a hypoglycemic event.